Event description:
During a colonoscopy, the phyician used a wilson-cook acusnare polypectomy device. When cautery was applied and an attempt was made to remove the polyp, the snare would not respond to handle manipulation. The device was removed from the endoscope. The pt was reported to be in good condition.